Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed battery out limit and a button error. The customer¿s blood glucose was 210 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and followed by a battery out limit alarm. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. No battery out limit troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify battery out limit or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.